Event description:
Revision completed due to pain and suspected loosening of the tibial component at the unknown interface. Patient seen in clinic with tibial pain post revision tka. Stem appears to be migrating out of the lateral cortex. A loose tibial component is suspected. Tibial was removed with significant difficulty and a tibial revision was performed with a longer stem and a fully porous sleeve. The femoral component was also replaced as it was removed to enhance exposure. The pin is also replaced as it is part of the new femoral component. Doi: (B)(6) 2015. Dor: (B)(6) 2022. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was not returned. All available x-rays were reviewed, visual examination of the images identified an implant migration. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was not returned. All available x-rays were reviewed, visual examination of the images cannot confirm the complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.